Manufacturer narrative:
(B)(4). Batch # n9392r. The analysis results found that the el5ml device was received with no damage in the external components and a petri dish with 2 malformed clips and 1 conforming clip. In addition, the tyvek was returned for analysis. Upon cycling, the instrument was noted to be empty. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy, the unformed clip was deployed at the 1st firing. The doctor fired several times for functionality, then, stopped using the device to avoid risks. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.